Event description:
It was reported that the patient¿s blood glucose level increased to 300¿mg/dl while wearing the pod between 37 and 48 hours, on the arm. Upon removal from the arm infusion site, the pod¿s cannula was found to be bent. The patient also reported bleeding and insulin leaking during wear. As treatment a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.